Event description:
It was reported that during an unknown procedure, the surgeon put the device on the wall. When he was going to insufflate the cavity, the device broke off. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.